Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope exhibited the following reportable events: the outer tube had a dent and therefore had sharp edges. The light guide bundle of the video cable section was broken and therefore the light transmission was lost or too low. There was no patient involvement.